Manufacturer narrative:
Siemens filed MDR 1219913-2017-00241 on 12/13/2017 for a false positive advia centaur xp toxoplasma g (toxo g) result on a patient sample, and MDR 1219913-2017-00241 supplemental report 1 on 12/18/2017 for additional information. 12/21/2017 - additional information: there were three samples from the same patient that consistently recovered positive with the advia centaur xp toxoplasma igg reagent lot 061224, but negative with an alternate toxoplasma g test method. The results of heterophilic blocking tube (hbt) testing, performed by the customer on the sample result of (100.1 ui/ml) indicates heterophilic antibody interference causing the falsely elevated results. The sample was blocked at 76%, and resulted as 23.8 iu/ml. The advia centaur xp toxoplasma g instruction for use (IFU) relative specificity range is 99.3% - 99.8%. Based on the information provided, between the weeks 39 and 48, there were 819 patient samples run by the customer, and 754 were negative. The customer's calculated specificity: 754/ (754+1) = 0.997 x100= 99.9%. The limitations section of the instructions for use (IFU) states the following: "human anti-mouse antibodies (hama) or heterophile antibodies may be present in samples from individuals exposed to mouse or animal immunoglobulins from natural sources or as part of disease therapies. These antibodies may interfere with the advia centaur toxo g assay and give falsely positive or falsely negative results. These samples should not be tested." "In geographic regions that have an apparent low prevalence of toxoplasma igg in asymptomatic populations, the positive predictive value of any assay is reduced due to the increased possibility that a positive result is actually falsely positive. As with all in vitro diagnostic assays, each laboratory should determine its own reference range(s) for the diagnostic evaluation of patient results." The instrument is performing within specification. No further evaluation of the device is required.

Manufacturer narrative:
Siemens filed the initial MDR 1219913-2017-00241 on (B)(6) 2017 for a false positive advia centaur xp toxoplasma g (toxo g) patient result. On (B)(6) 2017 - additional information: the sample date for the non-specific antibody blocking tube (nabt)/heterphilic blocking tube (hbt) results for the mother was on (B)(6) 2017. Siemens is investigating the false positive toxoplasma g (toxo g) patient result.

Manufacturer narrative:
Siemens is investigating the false positive toxoplasma g (toxo g) patient result. The limitations section of the instructions for use (IFU) states: "in geographic regions that have an apparent low prevalence of toxoplasma igg in asymptomatic populations, the positive predictive value of any assay is reduced due to the increased possibility that a positive result is actually falsely positive. As with all in vitro diagnostic assays, each laboratory should determine its own reference range(s) for the diagnostic evaluation of patient results."

Event description:
A false positive advia centaur xp toxoplasma g (toxo g) result was obtained on a patient who was pregnant, and the result was questioned by the physician. The positive toxo g result was considered discordant compared to initially negative toxo g results obtained at two other alternate laboratories with alternate toxo g test methods. Repeat toxo g testing was performed by the customer on the same patient the following day, and the results were positive. A corrected report was issued by the customer. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant advia centaur xp toxo g result.